Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during a service test performed by a getinge company representative, it had been noticed that the fan of the power supply of the cs300 intra-aortic balloon pump (iabp) was not working. During the replacing of the iabp power supply fan as instructed by maquet, the new power supply fan was not working either. The getinge service representative suspected that there is a problem with the power supply. The iabp has been taken out from service until solving the problem. The iabp is serving both cath lab and open heart theater room in the hospital. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that during a service test performed by a field service engineer (fse) of the authorized getinge distributor, it was observed that the fan of the power supply of the cs300 intra-aortic balloon pump (iabp) was not working. The distributor also reported that during the replacement of the iabp power supply fan as instructed by maquet, the new power supply fan was not working either. The getinge service representative suspected that there was a problem with the power supply. The iabp was removed from clinical service until resolution of the issue. The iabp is serving both the cath lab and the open heart theater room at the facility. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse of the authorized getinge distributor has advised that it was determined that a zener diode was defective in the power supply and when this was replaced, it resolved the issue. All functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use.